Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers h11a13149, h10l02018, h10j22028 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event.

Event description:
This is a spontaneous consumer report with supplemental information from a nurse from the USA of peritonitis with culture positive for gram negative organism in a patient coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call to baxter customer service, the consumer reported the following. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same day. The cause of the peritonitis was unknown. Treatment was not reported. On (B)(6) 2011, the patient was discharged from the hospital. At the time of this report, the patient was recovering. Upon a follow-up call, the nurse reported the following. The nurse verified that on an unknown date in 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2011, the patient was re- admitted to the hospital due to the peritonitis. Treatment was not reported. On (B)(6) 2011, the patient was discharged from the hospital. On an unreported date in 2011, the patient had recovered. Dianeal therapy was ongoing. Concomitant medications were not reported. The nurse reported that the peritonitis with culture positive for gram negative organism was unrelated to dianeal therapy.